Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported they received three false negative results when running the alinity m sars-cov-2 assay. The customer states the first sample was originally tested on (B)(6) 2021 and generated a negative result. Retesting of the sample generated a positive result, which the customer reported outside the laboratory. The sample was tested both times on the alinity m instrument. The user states they retested the sample because the amplification curve of the target was abnormal in the first run. Customer states there was another patient sample which tested negative in the first run and then positive on the second run. The sample was tested and retested on (B)(6) 2021, the customer reported it on (B)(6) 2021. Customer reported a third patient sample that generated a negative result in the first run and positive in the second run. Curve analysis of all three sample ids in question showed an indication of amplification in the first run below the limit of detection. It was confirmed by the customer that only the positive results were reported outside the laboratory. Therefore, there was no patient management impact reported due to this observation of false negative results. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer result log files was performed. Only the log files that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. The amplification curves of the complainant samples were analyzed. There were valid controls (alinity m sars-cov-2 negative ctrl and positive ctrl) for the runs as no fnc or fpc (failed negative control or failed positive control) flags were displayed. Review of the amplification curves does show some unusual/wavy curves. However; the assay software is performing as expected. The runs results log files were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl). Quality data review: DHR review was performed for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 512712 and 514762 and their components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The qc amplification kit release testing met all acceptance and validity specification criteria. No issues related to the reported complaint were reported during qc testing. Additionally, review of the manufacturing documents for the kit components did not identify any issues which could have led to the reported complaint. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 512712 and 514762 and their components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results for three patient samples (sid) upon repeat (negative on the original run and positive when repeated) when using abbott alinity m sars-cov-2 amp kit (list 09n78-090) lots 512712 and 514762. The lot specific complaint history review identified one additional (reported discrepant results) complaint related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 512712 and 514762. It was independently investigated for lot 512712 and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-090) lots 512712 and 514762 was not identified.